Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the manufacturing facility. In 2009 at 0929, channel b of the pump was programmed to deliver "other" drug, at a rate of 0.9ml/hr, with a vtbi (volume to be infused) of 35.525ml, for a duration of 39 hours and 29 minutes, deliver at end of infusion: continue rate, kvo rate na (note: the selection of continue rate at end of infusion means the pump will deliver at the previously programmed rate when vtbi is complete), distal occlusion 12psi, proximal occlusion setting: solution container, infusion complete callback setting: no and nearing end of infusion setting: off and the infusion was started. At 1020, channel b was programmed with a rate of 218ml/hr, a vtbi of 34.742ml, for a duration of ten minutes, and the infusion was started. At 1030, channel b alarmed for an end of infusion alarm and went into kvo delivery at the continue rate of 218ml/hr. At 1035, the end of infusion alarm was cleared on channel b, the infusion was stopped, standby mode was entered, and kvo delivery was stopped. Review of the history indicates the pump delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. The device was programmed to deliver insulin 1u/1ml at a continuous rate of 2ml/hr and the delivery was started. After an unspecified length of time, the customer contact reported that the nurse selected "other" from the drug library and placed the device in the standby mode. After an unspecified length of time, the nurse noted that the device was delivering at a kvo (keep vein open) rate of 218ml/hr instead of being in the intended standby mode. The nurse reported that the device delivered "23ml over six minutes and some fifty seconds." The patient's "blood pressure dropped to 30mmhg." It was reported that the nurse did not check the patient's blood sugar at that time. The patient was treated with dextrose 25mg/50ml IV. After an unspecified length of time, the patient's blood sugar was reported to be "300ml/dl" and the blood pressure increased. The device was removed from clinical service. During testing at the user facility, the device passed testing. Multiple attempts have been made to contact the nurse present at time of the event in order to obtain additional event information. Once additional event information is obtained, a follow up report will be submitted.